Event description:
New information received notes that helix damage was suspected.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, sensing and threshold issues due to improper contact with the heart were observed. When physician tried to take out the lead, the helix would not come out. Lead was not used and was replaced. Patient was stable and was discharged.